Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 4 pedicle screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital/surgeon (treating clinician): the deviation of 4 of the 10 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, with one screw being removed at the very same surgery, and the other three determined as acceptable to stay in place. The final outcome of the surgery was successful as intended, with all screw placements acceptable to remain at the end of the surgery. There was no actual harm nor negative effect to the patient due to the deviating placements, neither due to the prolonged anesthesia of 1 hour, despite an increased risk to harm a critical structure (risk of dural tear and spinal cord damage) due to the deviating placements there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating screw placements at t7-t8 (with the amount of the deviation from the intended position of 3-7 mm) was: - a relative movement of the anatomy during the surgery between the vertebra the patient reference array was fixated to (the spinous process of vertebra t12.), and the vertebrae operated on (t7-t8) due to a non-rigid connection of these and forces applied to the spine. A structural instability - scoliosis, which also can be observed in the image data sets provided - was present in patient anatomy, reducing the rigidity of the spine. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Further, according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of all placed screws being superior by one level (t7 to t11 instead of t8 to t12) with two of the spine screws unintentionally placed at t7 is: an inaccurate image fusion followed by insufficient verification of fusion result, that caused the entire construct to be shifted cranial by one vertebra. Apparently, the resulting deviations between the registered preoperative image scan in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this user.

Event description:
An open surgery on the thoracic spine for a posterior fusion of vertebrae t4-t12, due to scoliosis with peak curvature at t7-t8 level, with intended placement of 10 vertebra screws (at t7-t12), was performed with the aid of the display by the brainlab navigation software spine&trauma 3d nav. 2.0. During the procedure the surgeon: with the patient in prone position attached the navigation reference array on the spinous process of vertebra t12. Acquired an intra-operative o-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed fused the an intra-operative o-arm scan to a pre-operative CT scan using curvature correction, reviewed the result, and, after a second try including manual adjustment of the fusion, accepted the fusion result. Pre-planned the screw placement trajectories in the vertebrae thought to be t8-t12, but actually in t7-t11. Performed screw placements with the aid of navigation at each level thought to be t8-t12, but actually in t7-t11. Placed laminar bands on the levels thought to be t4-t7, but actually on t3-t6 acquired an intra-operative o-arm scan to verify the screw and laminar band placements. Determined that all placed screws were superior by one level (t7 to t11 instead of t8 to t12), as well as identified medial breaches on left t7 and t8, and lateral breaches on right t7 and t8. Removed the screw in left t8 without replacement, and left the other 3 screws in t7-t8 in place. Placed 2 screws in t12 without the aid of navigation and completed the surgery. According to the hospital/surgeon: the deviation of 4 of the 10 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, with one screw being removed at the very same surgery, and the other three determined as acceptable to stay in place. The final outcome of the surgery was successful as intended, with all screw placements acceptable to remain at the end of the surgery. There was no actual harm nor negative effect to the patient due to the deviating placements, neither due to the prolonged anesthesia of 1 hour, despite an increased risk to harm a critical structure (risk of dural tear and spinal cord damage) due to the deviating placements. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.